Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level of 2.7 moml/l. Customer stated that they were unable to perform bolus for low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode at the time of low blood glucose event. The insulin pump will not be returned for analysis.